Manufacturer narrative:
Method: the complaint product was not returned for evaluation. A review of the device history record is in-progress. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Lung placement is a known risk of any nasogastric tube placement procedure. Per communication with the customer, tubes were not being used with a cortrak device but were being placed blindly. No defects were reported with the cortrak system or disposables. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A medwatch report was received via medwatch # mw5068629. The report stated: "nurslng received order to place oro-gastric feeding tube. Post placement, ft confirmed by chest x-ray to be in stomach. Short time thereafter, pt began to go into respiratory failure and was found to have pneumothorax requiring placement of chest tube." Additional information received on (B)(6) 2017 from the hospital's risk management representative stated that an x-ray confirmed the tube was in the patient's stomach, and later developed pneumothorax. It was noted that the hospital was not using the nasogastric (ng) tubes properly. The ng tube was used without the use of the cortrak device/tracking. The device was used by nurse that did not have appropriate training.

Manufacturer narrative:
The manufacturer narrative of the initial report contained "a review of the device history record is in-progress." However, the DHR results were also provided. Therefore, this statement was included in error and should be excluded. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
"Nursing received order to place oro-gastric feeding tube. Post placement, ft confirmed by chest x-ray to be in stomach. Short time thereafter, pt began to go into respiratory failure and was found to have pneumothorax requiring placement of chest tube."